Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing impedance measurements of greater than 3,000 ohms in the bipolar pacing configuration. The measurements had been out-of-range for the past nine months; it was reported the lead had been changed to the unipolar configuration. At the current device follow up, oversensing of noise was observed on the electrograms and sensitivity in the ra was reprogrammed to avoid oversensing. A lead revision was planned. No adverse patient effects were reported due to the ra lead issue.

Manufacturer narrative:
As of today, this ra lead remains in service. This investigation will be updated should further information be provided.